Event description:
Implanted with inspire on (B)(6) 2023 by dr. (B)(6) in (B)(6). Replaced investigational use device imthera during the same surgery, same technology. Dr (B)(6) observed my airway to be 5mm wide (50% of a minimum person's airway) through and endoscopy. (B)(6) 2023 I had my first emergency room visit, (B)(6) I had my third emergency room visit with a narcolepsy diagnosis, then prescribed adderall and sunosi over time. (B)(6) 2024 I had them do an wake endoscopy to reprogram my implant in an emergency situation, because my narcolepsy was getting worse. Dr. (B)(6) and an inspire rep saw me, the inspire rep reprogrammed me (video evidence), to lower the voltage significantly to see if it was more "comfortable". The problem was my tongue was not the root obstruction, my lower airway was, the tongue at a higher voltage opened my airway enough, lowering it allowed it close and such (B)(6) 2024 my wakeful hours were 5am to 10am, 10am to 5am. I was exhausted, unsafe for me to drive, work, basic tasks. Inspire caused my brain intelligence to be compromised which led to scams from people taking advantage of my weakened brain state. The inspire public relations rep told me repeatedly inspire cannot cause narcolepsy. I lost the relationship with my daughter because of how severely tired I was, as in she sought a force protection order from 1200 miles away, and it was reduced to a bilateral no contact agreement, but it has irreparably damaged my family dynamics. I had to beg doctors to save my life, two doctors recommended a temporary tracheotomy. On (B)(6) 2024 I started a medication zepbound knowing it was going for FDA approval to treat sleep apnea which was done in (B)(6) 2024. I lost 70 pounds, and my sleep apnea is in full remission. I am going to have inspire taken out as soon as possible as it is nearly sticking out of my chest from the weight loss. I lost $150,000 from scams with my compromised brain, nearly died, and I lost the relationship with my oldest daughter. Rapid controlled weight loss cured my sleep apnea as it opened up my lower airway diameter, which was a congenital breathing obstruction, not based on the tongue, and resolved most of my health conditions such as: lifelong sleep apnea, narcolepsy, high blood pressure, high cholesterol, gerd, fear of heights, vitamin d3 deficiency, back pain, hand pain. Greatly improved my depression, anxiety, mobility. Eliminated my chronic yawning. Reference report: # mw5172859.